Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump alleging under delivery. The customer blood glucose level was 450 mg/dl at the time of incident. Customer reported that the belt clip was broken. Customer alleging possible insulin pump under delivery because of kinked tubing the infusion set causes high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was not active at time of high blood glucose event. The customer experienced symptoms such as mood swing. Customer treated with insulin pump and manual injection. The customer was assisted with troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.